Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of nose bleeds. There is no medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.